Event description:
It was reported that during set up for an arthroscopic shoulder instability procedure, when opening an accu-pass device a sting was felt, looking at the sleeve it was pierced by the device nozzle. A back up device was available to complete the procedure. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
B5 and h6 (health effect - impact code) updated. H3, h6: a device deficiency was identified, however the root cause of the reported event could not be determined since the device was not returned for evaluation. An analysis of the customer provided images found the accu-pass device pouch was pierced by the device nozzle. A review of the packaging specifications found that personnel must place the sleeve all the way onto the device. Align the sharp tip of the device to the side so that it is not protruding up into the sleeve and confirm the presence of seals on all edges of the pouch. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that when opening an accu-pass device a sting was felt, looking at the sleeve it was pierced by the device nozzle. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a surgical delay.